Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca. During the procedure, patient experienced st elevation which completely resolved with balloon deflation. At 3 month follow-up, patient's worst angina status was reported as I per ccsc criteria. It is reported that the patient suffered a myocardial infarction, approximately 13 months post index procedure. It is reported that the target lesion was involved and that the patient is continuing with treatment. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure myocardial infarction. (B)(4).

Event description:
Cec have adjudicated that the previously reported mi was related to a non-target vessel.